Manufacturer narrative:
Follow-up repair information: the customer is performing the internal battery testing and is finding that the battery amps are not passing testing. Customer is using rev d service manual. Advised customer to use the rev g service manual as the new procedure has been updated and does not require any information with the amps. Provided customer rev g service manual.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the ventilator failing the battery testing during performance verification test. The customer reported there was no patient involvement.